Event description:
A high lead impedance measurement and absence of pacing and sensing were reported by the physician. Normal lead impedance was indicated using a psa. The device was explanted.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.